Manufacturer narrative:
One swan-ganz catheter was received for evaluation. The report of proximal injectate port issue was confirmed. Brownish material was found inside proximal injectate port. The material was approximately 2 mm in size. Material did not dislodge from the location during evaluation. The balloon inflated clear and concentric and remained inflated for more than five minutes without leakage. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or balloon. A sample was analyzed by ftir. The highest library match obtained (610) was with o-(methylai\/iino) benzoic acid. According to publicly available information, 4-(methylamino)benzoic acid is important for the preparation of other pharmaceuticals, dyes, flavorings, and preservatives, as well as for the manufacture of medicines and other fine chemicals. It is important to note that this search serves solely as a reference. The bill of materials of the finished good product, subassembly and proximal injectate were verified, and this substance was not identified to be used in the catheter manufacturing process. As part of the catheter manufacturing process the units go through a visual inspection and a leak and flow inspection to verify escapes and/or occlusion in each of the catheter lumens. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient of this swan ganz catheter, the proximal injectate port was damaged. To solve the issue, the device was replaced. There was no allegation of patient injury. The device was received for evaluation and brownish material was found inside proximal injectate port. Patient demographics unable to be obtained.